Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to rough handling. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal peripheral vascular angioplasty [pta] procedure, the catheter tip detached within the patient. The physician had acquired retrograde femoral artery access and had negotiated the patient's common iliac bifurcation with a guidewire and the 4f catheter. During a catheter exchange over-the-wire within the patient's common iliac artery, the catheter tip detached and remained on the guide wire. The physician used a 6f catheter to successfully [stove-pipe] capture and retrieve the 4f catheter tip from the patient. The patient tolerated the procedure well but the procedure had to be rescheduled for the patient.